Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer with no additional information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately nine months after device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed, no anomalies were found, and no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.